Event description:
It was reported that when using the bd pyxis¿ medstation¿ es repeatedly froze during medication removal. The staff were forced to power the device off and back on to restore functionality, but the fix only lasted for a few hours before the issue recurred. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept freezing even after the field service engineer replaced the battery, communication sled, and power supply. A technical support specialist (tss) had dialed into the station and followed knowledge article, proper data sync 2.0 procedure by deleting the database and running the chocolatey install as instructed in the knowledge article. A full sync was completed and verified functionality. No screen freezing had been observed after the updates. The system functioned as intended after the technical support specialist troubleshot the device.